Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that failure to pace by the pacing lead was observed, and the lead was found to be pulled back. Dislodgement was found to have occurred. The physician concluded that insufficient fixation of the sleeve during the procedure was the cause. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.